Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was experiencing a loss of therapeutic with loss of bladder control. The patient had been going to the bathroom quite a bit in the past few weeks. The issue was noted following an unrelated medical procedure. After the patient's interstim implant she had surgery to remove kidney stones on (B)(6) 2013. Since that surgery the patient felt her symptoms had returned and the stimulation settings that once worked for her were no longer working. The patient was having to go to the bathroom a lot. The patient was on program 3 @ 1.2 amplitude. The patient was not aware that she had access to other "program" settings for stimulation. Regarding if the patient received any training, it was noted "no." The patient seemed to have figured out some things on her own but she was unaware of the "on/off" feature of her programmer and that she had other programs to choose from and why. If additional in formation is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # va05xpd, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
Additional information reviewed reported that patient started feeling uncomfortable. It was later indicated that when patient went frequently she was in much more pain.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 093-28 lot# va05xpd, implanted: 2013 (B)(6); product type lead (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was also reported that the patient was not able to adjust stimulation. The patient was seeing programmer batteries are depleted screen. The patient noted this message last night. It was reviewed changing to new alkaline batteries. The patient needed to get some new batteries. The patient noted never having therapeutic effect. The patient was going back and forth to the hcp (healthcare provider). The patient was still urinating frequently. The patient was also still on pills to slow it down. Currently, the patient wasn't feeling any stim sensation at all. The patient was having troubles sleeping.

Manufacturer narrative:
(B)(4).